Event description:
Pediatric female with history of asthma and benign neoplasm of mandible presenting for repeat excision along l mandible and osseous dental implant placements. Desired endotracheal tube a 6.5 nasal rae, which was placed uneventfully. Etco2 present, but upon attempting to inflate the cuff, unable to depress syringe plunger despite high pressure. Unclear at the time if the issue was patient or equipment; nasal tube removed, patient ventilated, and reintubated with oral ett. Upon further investigation of the nasal tube, the pilot balloon line has what appears to be a manufacturing defect just at the point the line exits the body of the ett, causing the line to kink unless gentle traction held on the line. Due to the defect, the patient underwent additional laryngoscopy, and the ett was not the ideal one for the desired surgical exposure.